Manufacturer narrative:
(B)(4).

Event description:
A patient in china was undergoing continuous renal replacement therapy which included a prisma m60 pre set ckt. During treatment an external blood leak was observed and treatment was discontinued. It is unknown if the blood in the extracorporeal circuit was returned to the patient. There was no serious injury to the patient and no medical intervention to preclude serious injury.